Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire medical has not received the suspect device/component for evaluation.

Event description:
The customer reported the following: defective masterscreen control unit with a burning smell. The customer reported supposedly there was a fire and the control unit was dropped, became hot and melted. There was no patient involvement associated with the event.